Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing cardiac arrhythmia. At 13:10 the patient was experiencing atrial fibrillation, and their heart rate at 13:34 was 186 bpm. Amiodarone IV was given and oral amiodarone was started. The rhythm changed to ventricular tachycardia and the patient's heart rate was found to be 248 bpm. At 14:20 the patient was in atrial fibrillation with a heart rate of 165 bpm. At 14:26 the patient was experiencing atrial fibrillation with a heart rate of 168 bpm. Cardioversion was performed at 50j. Following the cardioversion patient was at a normal sinus rhythm with premature atrial contractions and the premature ventricular contractions.

Event description:
Additional information: it was reported that the patient had prior history of ventricular tachycardia and had an implantable cardioverter defibrillator (ICD) implanted prior to their ventricular assist device (vad).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. No further information provided. The manufacturer is closing the file on this event.